Event description:
The report received from the registry indicates that approximately six weeks post index procedure, the pt experienced a non-q wave myocardial infarction. The location of the mi was undetermined. Troponin was 3 times above unl. There was no evidence of stent thrombosis and re-pci was not required. Per the report, the pt was admitted with chest pain, positive cardiac markers, but no convincing ECG changes. Repeat angiography demonstrated that the lad stent placed at the index procedure was widely patent and there were no new lesions in the other 2 coronary arteries. This event was reported as unlikely related to the index procedure and device.

Manufacturer narrative:
This pt was randomized to the registry for one vessel disease. A staged procedure was not planned. The indication for the index procedure was unstable angina pectoris. The target lesion was the mid lad. The reference vessel diameter was 2.8 mm. Lesion length was 1733 mm. Pre and post procedure diameter was 90% and zero percent. Timi pre and post procedure is unk. The lesion was de novo, and classified as type b1. Predilation was performed with a 2.5 x 15 mm balloon at 6 atms. A cypher was deployed at 20 atms. Post dilation was not performed. Ivus was not performed. The pt was discharged on 100 mg aspirin, 75 mg clopidogrel, statins, ace-inhibitors and beta-blockers. During the one-month follow-up, the pt was asymptomatic and complaint with the antiplatelet regimen. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.